Event description:
Correspondence was received by product surveillance on (B)(6) 2010 from a facility nurse regarding a patient who reportedly received an overinfusion of medication (unknown) via a pcaii pump resulting in respiratory arrest. During a follow up call on (B)(6) 2010, the nurse indicated the patient required cardiopulmonary resuscitation and was sent to the intensive care unit (ICU) for observation. Reportedly, the tubing crimped resulting in a bolus of medication being delivered. A definitive medical cause for the respiratory arrest was not established. The nurse stated approximately a year ago a post-op patient (surgery unknown) was receiving a narcotic (unknown drug) via the pcaii device. The patient alleged he/she was pushing the pca button and the narcotic built up. When the line was un-crimped the patient received a bolus of the unknown drug. The nurse stated the facility has tried to recreate the alleged situation and believe this cannot occur without the device alarming. The nurse requested technical information on the device. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter therefore no evaluation was performed. The root cause of this incident was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the pump be returned for evaluation, a follow up report will be submitted.